Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary the product was returned to ethicon for evaluation. One paper lid with two needles stuck with tape and one winding former with a suture outside the foil packet were received for analysis. The product code y527 is double armed. Upon visual assessment of the returned sample, it was noted that the needles were detached from the suture. The needles were examined, and the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined under magnification, and remnant suture was observed. In addition, the suture could not be dispensed since it had begun the process of degradation. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopy-assisted distal gastrectomy procedure on (B)(6) 2025 and a suture was used. During the procedure the needle had been detached from the suture. This event was found before use. It was not a control release needle. The product was used for reinforcement. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested.